Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the battery has been changed at least 30 times in the past month. The reporter stated that in the last two days, the pump has been rebooting and requiring the completion of the ez-prime function. The reporter confirmed with customer support that the battery cap is secure and the yellow "o"-ring on the battery cap is not visible. The reporter denied any cracks in the battery compartment. The reporter confirmed that the battery cap on this pump has never been replaced. The reported stated that brand new lithium batteries are being used as replacements. There is no reported adverse event associated with this complaint. This complain is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump was returned with a stripped battery cap that was not able to fully tighten; the returned battery cap easily detaches causing power loss. There is visible corrosion in battery compartment. A new test battery cap was able to fully tighten. The pump was exercised for 24 hours with test battery cap, no power loss or rebooting was duplicated. Testing found a damaged battery cap, a battery compartment leak, moisture in the pump and corrosion in the battery compartment. The black box verified evidence of power on resets. The pump cover was removed to inspect for internal moisture ingress, none was found.